Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the device did not cycle and the pump was not fully expanding. Upon revision, it was identified that the reservoir tubing was broken. The pump was removed and replaced, and the existing reservoir was left in the patient while a new reservoir was added to the system. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the device did not cycle and the pump was not fully expanding. Upon revision, it was identified that the reservoir tubing was broken. The pump was removed and replaced, and the existing reservoir was left in the patient while a new reservoir was added to the system. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned pump underwent a thorough analysis. The pump was visually and microscopically inspected, leak and functionally tested. No leaks were found. Microscope test revealed that the pump deflation spring was misaligned. During functional examination, the pump did not pass deflation testing. Based on the information available and analysis results, the deflation issue and the misaligned deflation spring observed in the pump could have caused or contributed to the reported clinical observation of pump collapsed/dimpled/flat; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.